Event description:
It was reported the customer received a button error alarm. Customer also believed they had bent their needle while sleeping. The customer also believed their insulin pump was not properly delivering insulin. The customer's blood glucose was 362 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No button error alarm during testing noted. Insulin pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted. No bolus anomaly noted. Insulin pump received with cracked reservoir tube lip and minor scratched display window.